Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the quality tech reported that the plastic hinge cover was broken and partially missing. Since the event occurred during routine testing of the device, there was no pt involvement during this event.